Event description:
While using a byte day aligners, patient reported that they are on their last aligner, their teeth are not totally aligned, especially the bottom teeth. Their bite is also off. Patient provided photos that show bite is off on the left side. Requested they attempt to back track and provide additional photo to evaluate for possible rest period.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.